Event description:
An ophthalmic clinic representative reported that the laser did not produce any reaction in the patient's eye. The system was exchanged and the procedure was completed after a 20 minute delay. No patient harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).